Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The following fields were updated: d9, h3, h4, h6. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure, electrical problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye deflectable videoscope was continuously collecting images even when it was not in use. The event occurred during inspection for use. There were no reports of patient involvement.